Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch for second needle: 1221934-2016-10047. Awaiting device return.

Event description:
Surgery was for acl reconstruction with repair of lateral meniscal tear. For meniscal repair, omnispan was being used. At the time of deploying first stitch, the first backstop deployed properly. When deploying second back stop of the first stitch, the backstop got stuck in the needle itself and did not fire at all. The needles also got stuck in the gun. It had to be forcibly removed. Another stitch was attempted using second needle but the same thing repeated wherein first backstop deployed properly and the second backstop got stuck in the needle. Surgeon had to make a choice of resecting the meniscus in order to complete the surgery . Additional information received from the affiliate via email on 1-29 the product code and lot number on the deployment gun is 228143, lot no. 3826022. It can be returned. Both the initial anchors were removed by the surgeon when the second one failed to deploy. The surgeon had to do partial meniscectomy to complete the procedure). The procedure time extended by close to 15-20 minutes). Additional information received via email from the affiliate on 2-1. I did not notice any anomalies with the gun except that the second back stop was not firing. The first back stop fired properly in both the instances (of both the needles!).

Manufacturer narrative:
The complaint device was discarded by the user and is therefore unavailable for physical evaluation. The reported condition cannot be confirmed at this point. We will continue to remain receptive to additional information and update our records to reflect new findings. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch for second needle: 1221934-2016-10047. Not returned to manufacture.